Manufacturer narrative:
Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
While the customer was using a cavitron built in g139, they allege that there is a burning smell, and the handpiece and insert are hot. No injury was reported from the alleged event.

Manufacturer narrative:
09/05/2025 mu (B)(6) rev11, ech main board damaged. All accessories received for evaluation, hp cable, 360 hp and harness work fine, the module leds turn on but theres no tip vibration due to a damaged pcb. Customer needs to get a new module.